Event description:
What are the details of the complaint? Cut, blend, coag short out during procedure. Unit not holding power. Video sent to r.r. In service and repair. Is there anything else? Unit plugged into bed. Log# (B)(4). How is patient today? Extra steps had to be taken to stop bleeding. Coag would not work. 1216677-2022-000287 leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-review DHR, x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 04/22/2021 under wo#'s (B)(4) and shipped on 04/29/2021. Manufacturing record review: DHR's 297984 & 296631 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was repaired under an unrelated recall on wo (B)(4) 11/01/2021. No additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair log (B)(4) on 10/17/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause is attributable to end user error. The unit was confirmed to have been plugged into an outlet on the bed. As noted in the IFU, this device requires the cord /plug to be connected to a wall outlet providing the standard 50/60 hz alternating current. Plugging the cord into an alternate outlet, other than a wall outlet, can result in functional issues. Correction and/or corrective action the unit was tested to specifications and returned to the customer. No further corrective action is necessary. No training required. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
What are the details of the complaint? Is there anything else? Cut, blend, coag short out during procedure. Unit not holding power. Video sent to ray rosson. Unit plugged into bed. Log#: (B)(4). How is patient today? Extra steps had to be taken to stop bleeding. Coag would not work. Leep precision generator lp-20-120 e-complaint - (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.